Event description:
It was reported that reported a revision surgery was completed to remove loose polaris ss pedicle (qty: (B)(4)) and iliac (qty: (B)(4)) screws. The associated levels were completely fused. This is report four of eight for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2022-00112 through 3012447612-2022-00119.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned and photos were not provided, so device evaluation could not be completed. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown patient or operational factors. DHR review DHR review unable to be performed as product information is not known. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that reported a revision surgery was completed to remove loose polaris ss pedicle (qty: 6) and iliac (qty: 2) screws. The associated levels were completely fused. This is report four of eight for this event.